Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3735 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in the (B)(6) old child patient with megacolon. After the catheter was inserted from the basilic vein, injection of normal saline and blood aspiration were done properly. Positioned by x-ray and found that infusion could not be performed. Then pulled the catheter out beneath the axilla, re-positioned the catheter and confirmed that it did not punctured the artery mistakenly. Disconnected the infusion fitting and pressurized with infusion pump, and found the infusion went very slowly. Therefore, the child patient had a cvc placed to complete the procedure and treatment. On the same day, the catheter was removed. Afterwards, the operator notified us that there were no improper operations and this was caused by a product quality problem, and asked us to provide a new catheter and written results for the handling of the event. Due to frequent occurrences of valve problems, the customer is concerned about medical incidents as a result of continuous use of the model and will decide to discontinue using the model. No other information was provided.